Manufacturer narrative:
The investigation into the reported event is ongoing. Any additional information will be provided in a follow-up report.

Event description:
According to the information reported to date, the dilator was being used for minimally invasive surgery and broke during use. The surgeon successfully retrieved the distal portion of the dilator that broke off within the patient. The complainant did not provide any detail regarding the suspected cause of the reported breakage. There was no injury, death, or other patient impact associated with this occurrence; however, patient injury is possible if this event were to recur.